Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-02995. Follow-up revealed the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2 reference MFR. Report#: 1627487-2016-02995. The patient has two leads for off-label use. It was reported the patient had been receiving inadequate stimulation. Follow-up revealed invalid impedance was found. Reprogramming was able to provide adequate therapy, but the patient plans to undergo surgical intervention on a later date.